Manufacturer narrative:
Correction: please retract 2017865-2023-46501. New information received notes that there was no allegation that patient death or infection was related to the pacemaker system.

Event description:
Related manufacturer report number: 2017865-2023-46501, 2017865-2023-46503. It was reported that the patient has deceased. It was noted that the patient had suffered from sepsis and infective endocarditis. There is no known allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.